Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no anomaly with the ins was at reduced capacity due to overdischarge. No anomaly was found with the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high impedances were found during a procedure. It was noted the patient¿s system had been removed in order for the patient to undergo an MRI and that ¿during reimplantation the case didn¿t work anymore¿ with an ¿impedance 8/16.¿ there were no external factors reported that may have led or contributed to the issue. The patient¿s lead and implantable neurostimulator (ins) were replaced as a result of the event and the issue was resolved. No further medical interventions were planned; the patient was alive with no injury at the time of report. There were no further complications reported or anticipated.